Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and checked that the database server (dbs) was online. The customer stated he rebooted the dbs, but that did not resolve the issue. The rse had the customer run system validation, and it failed to ping all of the network switches. The customer was unable to identify the core switch. The customer informed that they would engage additional team members to assist and would callback to request a field service engineer (fse) onsite for further assistance. An onsite service quote was sent to the customer, but the quote was cancelled, because the customer stated that they fixed the issue on their own. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The customer stated that the issue was resolved, and service was no longer needed. Section d4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that all central stations are in local mode and vitals are not crossing over into corepoint. The device was in clinical use at the time of the event, and there was no adverse event reported.